Event description:
It was reported that diagnostics showed high lead impedance at the patient's appointment on (B)(6) 2013. The patient's last diagnostics were performed on (B)(6) 2012, which were within normal limits. There was no known manipulation or trauma, and there were no patient adverse issues at that time. Attempts for additional information have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(6) 2013 were received for the patient's referral for revision surgery which confirmed that high lead impedance was observed on this date. The device was subsequently turned off. Since the patient was last seen, the patient reported no seizures. Although surgery is likely, it has not occurred to date.